Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s front screen separated from the back and the display was not visible, consistent with a damaged or delaminated screen that impaired device usability; the user shifted to backup therapy and continued glucose monitoring with a continuous glucose monitor (cgm) application. Symptoms included no reported adverse clinical effects. Outcomes included interruption of normal pump use without medical intervention. Customer care provided support that included replacement logistics. Investigation of this case revealed physical damage to the display assembly that prevented normal operation. It was concluded that the event was attributable to hardware damage to the screen component, and replacement of the device was warranted.